Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the hf unit "esg-400" exhibited error e486. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issues. Based on the results of the investigation and the information provided, the issues could not be reproduced, however, based on historical claim review it is highly probable that a user error has occurred. Olympus will continue to monitor the field performance for this device.